Event description:
It was initially noted during a review of the manufacturer's programming history database it was noted that the patient was set to unintentional setting due to an incomplete diagnostics. There was patient had their settings partially corrected but the off time was left at 60 minutes. The patient's settings were corrected at a later appointment.

Manufacturer narrative:
Analysis of programming history.